Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report#1627487-2017-05374, reference MFR. Report#1627487-2017-05375, reference MFR. Report#1627487-2017-05372. It was reported the patient experienced ineffective stimulation with her scs system. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein all pns leads (2-3163 model) (off-label use) were explanted in addition to one epidural lead (3186 model). In turn, the 2nd lead (model 3186) was repositioned inside the epidural space while a new lead (pns model) was implanted to improve back coverage during the same surgery. Postoperatively, effective therapy was confirmed. Issue resolved.